Event description:
Customer believes troponin I (tni) results on triage cardio profiler to be false positive (0.65 ng/ml and 0.85 ng/ml 7.5 hrs later); suspect heterophile activity. Initial and discharge diagnosis not available. No info on what if any additional procedures were performed. Falsely elevated tni results may lead to invasive procedure or medication.

Manufacturer narrative:
Complaint investigation pending.